Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to a leak in the system. All the components, implanted in 2012, were removed and replaced with a tactra malleable penile prosthesis. No information about the patient's outcome was provided.